Event description:
A laboratory called to report that they are using the gs hbsag eia 3.0 and they have had several samples that have been repeat (B)(6) with the assay that did not confirm as (B)(6) when tested with the gs hbsag confirmatory assay 3.0. The lab has been pre-diluting all samples 1:10 or 1:100 before testing with the confirmatory assay. If they obtain a result of (B)(6) on the confirmatory test, then they report the sample as negative. The package insert for the confirmatory assay does not indicate that samples should be diluted for the original testing with the confirmatory assay, and only recommends that high titer specimens be diluted, and tested again, if they do not confirm as (B)(6) on initial testing with the confirmatory assay.